Event description:
Patient in surgery for placement of hickman catheter in right subclavian vein. 16 french percutaneous introducer kit used to place. Guidewire removed and bright red blood spilled out of site under pressure. Resusciative actions met with negative results.post mortum autopsy indilates: perforation of left subclavian vein; perforation of left common carotid artery, hemorrage into soft tissues with mediastinum. Cause of death: exsanguination, due to vascular trauma from medical appliance. Accident - therapeutic misadventuredevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.